Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Through the periodic programming history review, it was found that high impedance was observed on (B)(6) 2012. The high impedance was present again on (B)(6) 2012. No other information has been found at this time.